Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient had excessive sweating and then fainted. The sweating caused the patch to fall off her skin. Because of the loss of consciousness, she does not know what the cgm and bg values were at the time of the event but she alleges that her cgm was not providing accurate values as she did not recall receiving an alert before losing consciousness. Her sister found her at her home in a hypoglycemic state and injected glucagon to stabilize her glucose level. After a short time, the patient felt better and did not need to go to the hospital. At the time of the report she stated she was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.